Manufacturer narrative:
The "used/damaged" suture hook was returned to conmed for evaluation on 15-dec-2016. Visual inspection of the returned suture hook by the r&d engineer found the tip was broken and the broken portion was not returned. The shaft was bent near the hub to an angle of 2.5 degrees, which gave an indication that the part had been subjected to a significant lateral load as evidenced by the bent shaft. Inspection of the broken surface showed signs of fatigue failure of the metal due to the mix of fractured (rough) and worn (smooth) portions. Based on the damage condition of the returned instrument, it is believed that the most probable cause of this reported tip breakage was due to the age of the device and use related. This device was manufactured on 27-feb-2013. There were no discrepancies noted during the manufacturing process that could have caused or contributed to the reported breakage. There have been no other similar complaints received for this item and lot number combination. Based on the manufacture date, this suture hook was approximately 3.5+ years old when the reported breakage occurred. This is a limited reuse device with a recommendation of five (5) procedures and the number of uses for this device is not available. Each use applies significant loads to the device and micro damage accumulates with each use until the part fails. Over extended use, wear and damage can occur to this instrument causing it to break and/or not to function at its optimum. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. There have been no patient long term adverse effects related to this type of reports of "tip breakage". To reduce the risk of tip breakage and possible injury to the patient, the instructions for use (IFU) provides the following warnings and precautions: -if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -do not exceed five (5) procedures per limited reuse suture hook. -avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.

Event description:
The user facility reported that during use of the spectrum ii suture hook, 60 degree right in a shoulder arthroscopic reconstruction of capsular ligaments procedure, the tip of the suture hook broke off inside the patient's shoulder. The broken tip was safely recovered and removed. The procedure was lengthened by approximately 2 hours. Using another suture hook, the procedure was completed with no further complications or serious injury to the patient. Follow-up with the user facility learned that the patient's outcome was described as "good". To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred. This report is filed on the basic of potential injury with recurrence.